Manufacturer narrative:
Mavioglu, l., iscan, h.z., askin, g., tumer, n.n., akkaya, b.b., unal, e.u. And karahan, m. (2023) ¿surgeon-modified fenestrated stent-grafts for zone 2 endovascular repair of blunt traumatic thoracic aortic injury: early and midterm results¿, journal of endovascular therapy, 32(3), pp. 851¿859. Https://doi.org/10.1177/15266028231199036 a2: mean age a3b: mean gender earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿surgeon-modified fenestrated stent-grafts for zone 2 endovascular repair of blunt traumatic thoracic aortic injury: early and midterm results.¿ the time frame of this study was over 8 years. Conventional endovascular treatments were performed and the surgeon-modified fenestrated stent-graft technique. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic valiant thoracic stent graft system. Among patient adverse events included: type ia endoleak. No further information was provided pertaining to medtronic products.